Manufacturer narrative:
A visual examination of the returned device found that the trip wire was wrapped around the handle spool but was not cinched in the handle assembly. There was no evidence the trip wire had been cinched in the handle assembly during use. The ligator head was returned without any bands on it. Three blue bands were returned and were without issue. In addition, a visual inspection of the ligator head showed damage to the teeth. Functionally, the handle assembly knob was turned 180º and an audible click was heard. The most probable root cause has been determined to be user error, as there was no visible evidence that the tripwire was cinched into the handle slot. In addition, damage to the ligator teeth was observed. This is most likely due to operation context during attempts to deploy the bands. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
(B)(4):the device has been received for analysis however an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during an esophagogastroduodenoscopy (egd) procedure.according to the complainant, during the procedure, when an attempt was made to deploy a band, three or four bands deployed at the same time. Also, it was reported that one band, that was attached to a varix, did fall off. The physician was able to complete the procedure with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during an esophagogastroduodenoscopy (egd) procedure. According to the complainant, during the procedure, when an attempt was made to deploy a band, three or four bands deployed at the same time. Also, it was reported that one band, that was attached to a varix, did fall off. The physician was able to complete the procedure with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.